Manufacturer narrative:
The insulin pump was received with intermittent button response and button error alarm due to corroded keypad traces. No numbers ramping up noted. It passed the displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. It had a cracked display window corner, scratched lcd window and cracked reservoir tube lip. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer's mother reported via phone call that the numbers on the screen were scrolling on their own and the insulin pump alarmed button error. The blood glucose at the time of the incident was 350 mg/dl; treated with manual injection. No significant events leading to the keypad issue were recalled. The device was returned for analysis.